Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 8/21/98. She sought medical attention on 9/1/98 for an infection at the ear piercing site and was prescribed antibiotics.